Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the cap piercer at the waste line on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.

Event description:
Reporter alleged the patient received a result of 384 mg/dl on inform system 1 compared back to back with a result of 144 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).